Event description:
Provider attempted to advance the catheter over the needle; the catheter would not detach from the needle. The entire catheter came out of the patient in one piece. Confirmed there was no rfo [retained foreign object]. This appears to be a malfunction of the device which may be a one off.